Manufacturer narrative:
D10 concomitant products: giaustnd, egiaustnd endogia ultra univ std stap (lot#:p3k1100). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the wedge resection, when the doctor installed staples and put them into the abdominal cavity for launch, the surgeon found that the staples could not launch. When the surgeon tried to remove the staples after exiting the abdominal cavity, the button on the device broke and could no longer load the staples. Additional resection and re-stapling were performed to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd, fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the wedge resection, when the doctor installed staples and put them into the abdominal cavity for launch, the stapler partially fired. It was noted that the stapler could not be fired smoothly. When the surgeon tried to remove the staples after exiting the abdominal cavity, the button on the device broke and could no longer load the staples. Additional resection and re-stapling was performed to resolve the issue.